Event description:
It was reported that the patient has unplugged the communicator because it was burning then plugged again and showed a yellow sending wave. A boston scientific technical services (ts) provided troubleshooting steps, but the issue was not resolved thus requesting for communicator replacement. No adverse patient effects were reported. The communicator will be replaced.